Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider advised he put the unit together, and when stood on the plate, the cable pulled out.